Event description:
The pt was implanted with a left ventricular assist device. The pt experienced embolic stroke after implant and it was reported that thrombus was observed in the operating room. The pt expired.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.